Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator door was failed to open. A field service engineer replaced the latch and cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator was failed to open. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.